Manufacturer narrative:
Failure analysis investigation of the returned instrument found that one blade edge had an indentation between the midpoint and tip that acts as a mechanical stop for the other blade when closing. As a result, the blades do not cut through their entire length and a cut test failed. It was concluded that the indentation damage was likely due to mishandling/misuse. Failure analysis investigation also found that the pad printing had very fine scratches where the pad print was removed. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found.

Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument from the hospital in a damaged condition. No information concerning the defect(s) was provided to isi. Additional information was requested, but no additional information was provided.